Event description:
Info received indicates the bed has no trendelenberg/reverse trendelenberg functions.

Manufacturer narrative:
The hill-rom technician found the trend switch was dirty. The technician cleaned the trend switch to repair the bed.